Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient initiated a remote merlin.net transmission after experiencing presyncopal symptoms. The transmission revealed a loss of right ventricular capture. It was noted that capture threshold had been high following a recent patient fall on an unknown date. X-ray imaging was normal. The lead was capped and replaced. The patient was noted to be in stable condition following the procedure.

Manufacturer narrative:
The reported complaint of no capture was confirmed. A partial lead measuring 54.5 cm was returned for analysis. Upon examination, the lead exhibited external abrasions 5.5 to 6.1 cm, 11.8 to 12.8 cm and 13.7 to 14.5 cm from the distal tip, breaching the outer insulation and exposing the outer coil, consistent with friction to another device or feature of the heart. The cause of the reported event was due to the external abrasions. All other damages found were consistent with procedural damage.